Manufacturer narrative:
Qn#(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of pump shut off unintentionally on battery power is not able to be confirmed. The pumping was resumed without any further issue after the hospital staff plugged the pump into the wall. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) shut off while in use. During patient transport to the ICU, when the staff walked into the patient's room, the iabp screen went all white. The iabp was still pumping at this point, but no waveforms could be seen on the screen. Then about 2 minutes later the iabp stopped working, and the screen went black without any alarms. The staff plugged the iabp into the wall outlet, and it took about 3 minutes to get the iabp to power back on after several attempts. It was noted that the iabp also issued a high pitch alarm (piezo) when it came back on, and the staff was able to reset that without problems. It was also noted that the staff believed that the iabp was plugged in while in storage and the yellow light bulb was lit indicating that the battery is at least 80% charged. As a result, iabp was powered back on and resumed pumping with no further issues.there was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) shut off while in use. During patient transport to the ICU, when the staff walked into the patient's room, the iabp screen went all white. The iabp was still pumping at this point, but no waveforms could be seen on the screen. Then about 2 minutes later the iabp stopped working, and the screen went black without any alarms. The staff plugged the iabp into the wall outlet, and it took about 3 minutes to get the iabp to power back on after several attempts. It was noted that the iabp also issued a high pitch alarm (piezo) when it came back on, and the staff was able to reset that without problems. It was also noted that the staff believed that the iabp was plugged in while in storage and the yellow light bulb was lit indicating that the battery is at least 80% charged. As a result, iabp was powered back on and resumed pumping with no further issues. There was no report of patient complications, serious injury or death.